Manufacturer narrative:
H4: device manufactured between january 23, 2021 to january 24, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which identified a blue particle matter inside the bag. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particle was found in a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issues was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.